Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced chronic overgrowth at the abutment site. Revision surgery to excise the excess skin and remove the abutment was performed under general anesthesia on (B)(6) 2017. Surgery to place an internal magnet is planned; however, has yet to occur as of the date of this report march 08, 2017.